Event description:
The report received from the affiliate indicated that during a routine angioplasty, the physician attempted to deploy a 3.0 x 33mm cypher stent to the lesion but only the proximal end of the balloon would inflate. Pressure was applied three times at 14-16 atms however, the stent still would not fully deploy. The physician decided to retrieve the sds. Due to insufficient deflation and pulling on the sds while the proximal end of the stent was partially deployed, the unit became stuck at the lesion and the cypher stent became misaligned. The cypher was then retrieved back into the guiding catheter by inserting the catheter even further into the vessel. The catheter enclosed the partially deployed stent and the system was retrieved. Two 3.0 x 18mm cypher stents were successfully implanted in the lesion and the procedure was completed. There was no reported injury to the vessel.